Event description:
Event description guidant received information that the right ventricular (rv) lead displayed elevated out-of-range impedance readings six weeks after implant. A loss of capture was also noted at high output. Noise was noted on the electrogram with pacing.